Event description:
Boston scientific received information that during the implant this lead failed to sense and capture after several repositioning attempts the lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.